Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. System operates as intended.

Event description:
Customer reported the system will not fluoro after being moved to the lateral position. No patient injury was reported.